Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure screen becomes noised was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error code e216, scope communication error code, and black water flow out. A root cause could not be identified. Based on the results of the investigation, the most probable cause of screen becomes noised cause due to cause traced to component failure. Additionally, error code e216, scope communication error code, cause due to cause traced to component failure, and black water flow out cause could not be established. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had noised screen. The issue had occurred during inspection for use. There was no report of patient involvement.